Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a trace of diffuse lamellar keratitis (dlk) at 1 day post-operative exam on left eye (os). The patient's chief complaint is that eye felt scratchy. Topical steroids were used to treat the dlk. This report is for the visx laser equipment. A separate report will be filed for the femto laser equipment. Pre-op; bcva from (B)(6) 2015: right eye pre-op 20/25 -1.75 x .00 x 90. Left eye pre-op 20/20 -1.25 x .00 x 90.